Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the procedure, the anterior area of the femoral surface was burred approximately 6-7 mm beyond the planned resection. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr lock failure. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of p/n: 110940 s/n: (B)(4). There have been no other events for the referenced serial number. Trend request for this part number has been submitted (trend request #737). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by james moll (engineer, rio robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #737 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the procedure, the anterior area of the femoral surface was burred approximately 6-7 mm beyond the planned resection. The case was completed successfully.